Manufacturer narrative:
Method: x-rays, device history review, complaint history review, risk assessment; result: the reported event was confirmed via review of the x ray. The devices are still implanted, thus inspection cannot be performed. No lot number was provided, so manufacturing review could not be completed. Conclusion: overtightening of the blockers can deform the blocker and cause an insufficient connection with the rod, which can cause instability with the construct, and possibly lead the rod to slip out over time. The surgical technique advises the user to apply 12nm of torque as this is the optimal torque to hold the rod in place. It was reported by the sales representative that a surgeon potentially applied excessive force when tightening. As the blockers were not returned for evaluation, a definite root cause cannot be determined however based on the information provided, the most likely root cause is excessive torque applied to the blocker during final tightening.

Event description:
It was reported that a patient had original fusion on (B)(6) 2018. At the 6 week follow-up visit it was noted on xray that the rod slipped on the right side. Patient is asymptomatic and will be watched for now.

Event description:
It was reported that a patient had original fusion on (B)(6) 2018. At the 6 week follow-up visit it was noted on xray that the rod slipped on the right side. Patient is asymptomatic and will be watched for now.

Manufacturer narrative:
Method: x-rays, device history review, complaint history review, risk assessment; result: the reported event was confirmed via review of the x ray. The devices are still implanted, thus inspection cannot be performed. No lot number was provided, so manufacturing review could not be completed. Conclusion: overtightening of the blockers can deform the blocker and cause an insufficient connection with the rod, which can cause instability with the construct, and possibly lead the rod to slip out over time. The surgical technique advises the user to apply 12nm of torque as this is the optimal torque to hold the rod in place. It was reported by the sales representative that a surgeon potentially applied excessive force when tightening. As the blockers were not returned for evaluation, a definite root cause cannot be determined however based on the information provided, the most likely root cause is excessive torque applied to the blocker during final tightening.

Event description:
It was reported that a patient had original fusion on (B)(6) 2018. At the 6 week follow-up visit it was noted on xray that the rod slipped on the right side. Patient is asymptomatic and will be watched for now.